Event description:
It was observed that the subject device contained foreign material in the nozzle and camera cover during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was likely caused by water leakage during reprocessing (water leakage test after pre cleaning) therefor manual cleaning cannot be continued when water leakage is detected and the user sent the device to olympus without reprocessing, as a result, foreign material may have remained in the area; however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: -IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.